Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported health professional noticed a leak from the tubing during administration. Blood was present. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed as the reported issue could not be reproduced. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed use residue in the sample, and the safety mechanism was observed to be engaged. A functional test of flushing and pressurizing the device with water using a 12ml syringe was performed. No leaks were observed during functional testing. This complaint could not be confirmed as no issues were found with the sample during testing. This complaint will be recorded for future trending and monitoring purposes.